Manufacturer narrative:
Per the instructions for use (IFU), valve malposition, migration, and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The information provided indicates the cause of the valve migration was that the valve size chosen for this patient was too small and, therefore, did not anchor well in the patient¿s mitral annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, upon implant of a 26mm sapien 3 valve by transfemoral transseptal approach, the valve was implanted in mitral position with a significant amount of mitral annulus calcification. The valve seemed well anchored, however approximately 5-10 minutes post deployment, the valve started to slowly migrate atrially. The physicians decided to deploy another 26mm sapien 3 valve inside the first one, extending it more into the ventricle. This second valve stabilized the first one. The patient left the room in stable condition with a resulting gradient of 6 mmhg. As per medical opinion, the root cause of the event was that the valve size chosen for this patient was too small, therefore it did not anchor well to the calcium, which allowed migration. Post-implant, physicians agreed that a 29mm valve would have been a better choice, however it was not chosen in fear of a rupture due to significant amount of calcium.